Manufacturer narrative:
No product was returned for evaluation. The reported pump stoppage events were confirmed based on the evaluation of the submitted log file; however, a specific cause for the events could not be determined. The log file,dated from (B)(6) 2017 through (B)(6) 2017 captured multiple low speed hazard and pump stoppage events on (B)(6) 2017 while the system was connected to the power module. It was observed that three driveline disconnected alarms were also active during the events. Based on previous complaint experience, the captured events appeared consistent with a potential percutaneous lead (driveline) issue. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years and 6 months. The patient remains ongoing with the device using an ungrounded patient cable. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that multiple pump off alarms occurred on the evening of (B)(6) 2017 while the lvad system was connected to a power module. The alarms resolved when the system was connected to batteries. The patient was asymptomatic. The manufacturer's technical services representative reviewed the submitted log file and observed pump stoppages. An ungrounded power module patient cable was provided to the patient for power module support. No additional information was provided.